Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the clinical team reported that the end-user was hospitalized with hypoglycemia with blood glucose (bg) levels of 37 mg/dl after a cartridge change. The end-user did not perform a rewind prior to inserting the cartridge and was connected to the infusion set, resulting in insulin delivery during the process. The end-user was transported to the hospital by ems, admitted, treated with intravenous dextrose, and discharged on (B)(6) 2025 with no reported long-term effects.